Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo left anterior descending artery that is 80% stenosed. A 2.25x23mm xience xpedition met resistance with anatomy and the proximal shaft separated after reaching the lesion. The separated portion was simply withdrawn. Another unspecified stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided